Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) had pixels missing on its bottom display and that the lower screen was unreadable. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had pixels missing on its bottom display and that the lower screen was unreadable. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the clinician went to the use the external pulse generator (epg) and found the lower screen unreadable. Technical support (ts) discussed the part numbers for the replacement knob and corresponding spring for the epg. The device was returned for repair. No patient complications were reported as a result of this event.